Event description:
Related manufacturer reference number: 2017865-2024-03821. It was reported that the patient presented to the emergency room. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead was dislodged and had failed to capture. It was also reported that the right ventricular (rv) lead was dislodged and had reduced r wave sensing measurement. The ra lead and the rv lead were explanted and replaced. The patient was recovering with no adverse consequences reported.